Manufacturer narrative:
(B)(4). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for unreadable lot and expiration date with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter had an unreadable lot and an unreadable expiration date. No serious injury or medical intervention reported.